Event description:
It was reported that patients spinal cord stimulator paddle lead was removed due to a methicillin-resistant staphylococcus aureus (mrsa). It was noted that patient was placed on vancomycin for 28 days and was doing well. No other information was provided.